Event description:
It was reported that the lead exhibited high thresholds, and no capture at max outputs. The patient experienced a perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.